Manufacturer narrative:
The troponin t reagent lot number and expiration date were not provided. The field service engineer (fse) found turbidity in the pre-wash syringe and air in the pro cell supply flow path. He performed some maintenance actions and a precautionary decontamination of the instrument. The fse then did a performance check and confirmed that the instrument was performing within specifications. Calibration and qc were performed with successful results. The service actions performed by the fse resolved the issue. The root cause was traced to a maintenance issue (turbid pre-wash syringe and air in pro cell syringe).

Event description:
We received an allegation about discrepant results for 2 samples from one patient tested for troponin t on a cobas e 801 analytical unit. Sample (B)(6): initial result: <3 ng/l. Repeat result: 223 ng/l (tested on another cobas analyzer). Sample (B)(6): initial result: <3 ng/l. Repeat result: around 200 ng/l (tested on another cobas analyzer). The physician questioned the initial results, and the samples were then repeated. The repeat results were deemed to be correct.